Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and shortness of breath. It was further reported that the right atrial (ra) lead exhibited intermittent oversensing on stored atrial electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.